Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er220 instrument was used. The tip of the clip crossed over on closure of clips. A et320 instrument was used to complete the case. There was no consequence to the pt.